Event description:
Information received by medtronic indicated that the transmitter battery charge last less than expected. Customer stated that transmitter battery empty alert was received and transmitter battery was not last at least 7 days. No harm requiring medical intervention was reported. Troubleshooting was performed and customer was advised to ensure full charging each time between use. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.